Manufacturer narrative:
Final device analysis results reveal - bond wire(s) broken.

Event description:
Hcp reports via va dbs clinical report that a pt had sudden return of parkinsonian symptoms starting in 2006. Upon interrogation, the device showed recurrent power on resets consistent with battery failure. Each time the device was turned back on and reprogrammed, it would return to factory reset within a few minutes. The device was due to reach end of life but upon interrogation of the device, it still showed a battery status of ok. The device was explanted in 2006, and returned to the manufacturer for analysis. The pt was taking the following concomitant medications at the time of the event. Sinemet cr, comtan, wellbutrin, fosamax, feldene, ketoprofen. The clinical site was notified of the april 27, 2006 field action, and that the device was affected by a bond wire break.